Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the hard to press the up arrow in there insulin pump. The customer¿s blood glucose was 152 mg/dl at the time of incident. The customer also state that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock properly and no anomaly noted. Device had intermittent buttons response due to flattened up buttons dome switch. No unlocked j2 or lcd keypad connector noted.